Event description:
Reporter was administering a routine depo provera injection to the pt's right hip. The needle failed to retract with normal effort. In order to get the needle to retract, reporter had to change their grip and apply a significant amount of effort while the needle was in the pt's arm.